Manufacturer narrative:
Continued e1: phone: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture" diagnosed via ultrasound. This record is for the left side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d9, h3, h6. Device evaluation: the device related to the reported events of rupture and cyst was received on july 02, 2025, with lot number 2440072. Based on the product analysis performed, the assessments of the complaint codes are: rupture: observed a broken assessed as an unidentified (tear) opening and missing shell observed assessed as inconclusive. Cyst: unable to observe as it is not related to the manufacturing process. No additional observations performed on the device. No further actions are required.

Event description:
Healthcare professional later reported "cyst".